Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's left ventricular (lv) lead exhibited high thresholds. The pacing configuration of the lv lead was reprogrammed and the lv lead remains in use. The patient is a participant in the adapt response clinical study. No patient complications have been reported as a result of this event.